Event description:
Reportedly, during a pacemaker replacement it was difficult to insert the beflex lead into the ventricular connector. Pacing issue was seen one month following the implantation. A reintervention was performed and it was difficult to re-insert the same lead. The device has been replaced and everything went well.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states, however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a pacemaker replacement it was difficult to insert the beflex lead into the ventricular connector. Pacing issue was seen one month following the implantation. A reintervention was performed and it was difficult to re-insert the same lead. The device has been replaced and everything went well.